Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Programmed boluses and basal rates delivered and recorded properly during analysis. Downloaded carelink reports shows bolus and basal deliveries in the history. The daily totals in the report matches with the daily totals screen in the device. No bolus anomaly noted.

Event description:
It was reported that the mother was concerned that the insulin pump was not delivering insulin when it supposed to. The caller stated that sometimes they look at daily totals and the boluses the customer has given himself were not recorded. Troubleshooting could not be performed as customer was not home at time of call. The mother stated that the doctor recommended having a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.